Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "screen going black and no soft or hard keys working". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".